Event description:
At about 2 years and 3 months from the primary, the patient came in reporting instability and the cause is unknown. The surgeon revised the liner (from 10 to 14 mm) and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 16 dec 2024. Lot 188603: (B)(4) items manufactured and released on 08-jan-2019. Expiration date: 2023-12-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Conclusions: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.